Event description:
It was reported that an ilet pump user experienced very high blood glucose of 523 mg/dl with moderate ketones, noted a leaking insulin cartridge upon removal from the pump, and corrected the issue after replacing all supplies. Symptoms included rapid heart rate and lethargy. Outcomes included high glucose without medical intervention or hospitalization after supplies were changed. Investigation of this case revealed no specific findings, with the medical device problem and component not further characterized due to insufficient information, and the user report confirmed a leaking cartridge. It was concluded, based on previously established findings for similar reports, that the cause was not established.